Event description:
A clinical supervisor reported that the cassettes were not "setting right" during a procedure and that the vacuum would not stop. The staff kept having to eject the cassettes. An iris injury to the pt was noted. Add'l info was requested. A completed questionnaire was returned by the clinical supervisor reported that the phaco machine failed to drain into the cassette which "froze" the machine and suction was not released from the pt's iris. An anterior vitrectomy was then required.

Manufacturer narrative:
The company rep examined the system and replaced the cpu battery and seal for diagnostic purposes. The system was then tested and found to meet product specifications. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).